Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet, and a loose/detached set screw. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a lead revision, the previous lead had to be solved from the implantable cardioverter defibrillator (ICD) header. After implantation of a new rv-lead, when attempted to attached to the header the screw could not be reached. The ICD was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.